Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Blood glucose level of the customer was 50 mg/dl. The customer was treated with the bunch of (B)(6) and salad with chicken. The customer declined troubleshooting and it was unknown whether the auto mode was active or inactive on the insulin pump during the hypoglycemia incident. The insulin pump will not be returned for the analysis.